Manufacturer narrative:
Additional information has been added which was not included with the initial report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged no delivery/occlusion alarm - unknown timing found on 15-oct-2022. The pump passed the displacement test, rewind test, and self test. The pump failed the prime/seating test due to unexpected early seating. Unable to perform the basic occlusion test, force sensor test, and occlusion test due to unexpected early seating. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a no delivery alarm on the event date of 10/15/2022 at 14:22:37.000 or 2:22:37 pm during priming. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch, force sensor, and pcba 1 and pcba 2. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, label damage, stained keypad overlay, end cap address label missing, and corroded battery tube. Unable to verify no delivery/occlusion alarm - unknown timing due to unexpected early seating. Unexpected early seating was confirmed during testing due to moisture damage on the motor home switch. Moisture damage was confirmed found on pcba 1, pcba 2, motor home switch, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer got the insulin flow block. Troubleshooting was partially performed and explained the recurring insulin flow blocked alarms may be due to site, set or reservoir issues. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.,